Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the filter basket was unable to be fully retracted. The target lesion was located in the coronary artery. A 190 cm filterwire ez¿ was selected for use. During the procedure, the filter basket was unable to be pulled back the entire way into the sheath and they had issues crossing the lesion. The device was removed from the body with no issue. The procedure was completed with a different device. No patient complications were reported and the patient was fine.